Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2006 due to stress urinary incontinence with concurrent hysterectomy. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence and bleeding. It was further reported that patient underwent excision of eroded mesh and secondary vaginal closure on (B)(6) 2007 due to erosion. No additional information was provided. (B)(4).